Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Event description:
It was reported; the patient was experiencing ineffective therapy. X-ray imaging revealed migration of the left lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.